Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose levels. The customer's blood glucose levels at the time of the hospitalization were unknown. The customer stated that there were in the intensive care unit and unconscious for four days before he was found. The customer stated that he may have overcorrected his high blood glucose which led to the event. No further information was provided.